Event description:
My phillips CPAP was recalled and I registered with them. I have inflammation of the lungs and the drs. Aren't sure what caused it. I read that the CPAP that was recalled could cause inflammation. Phillips said it could be 12 months before I get a new CPAP. My drs do not want me to wait that long. I am on oxygen 24/7. And any kind of effort to do anything I get out of breath. It started last march. I was using the CPAP until all this happened. Because of the phlegm at night I could not use the CPAP. Now that the phlegm is during the day I think I could use the CPAP. I keeping getting worse. I have had numerous test. Do you need them all? FDA safety report ID# (B)(4).